Event description:
During a preliminary call to troubleshoot their system, the clinic reported that color is being picked up only 50% of the time and pw velocities only 25%. These issues are even more pronounced in patients with high bifurcations. They said they have the gain all the way up and still don't have strong velocities. We attempted to duplicate these issues and found the same results on both of our systems. We verified this during our weekly team call. It appears that the pulse wave doppler is picking up velocities only intermittently.

Manufacturer narrative:
The root cause is known; it is due to the coordinate system used to place the doppler gate. The linear array's field of view uses a cartesian grid system. However, the lexsa implementation incorrectly uses a radian coordinate system, typically used with a phased array field of view. When a user places the doppler gate, the system uses the gate's steering angle as the x-coordinate and the depth as the y coordinate.by placing gate at the field-of-view's midline and setting the steering angle to 0°, the sampled vessel location will be the same as the gate. This is the standard technique as it minimizes potential angle-correction errors.